Manufacturer narrative:
H3: one device was received for evaluation. The service history review found no relevant service within the review period. The customer issue was able to be replicated through visual inspection. Where signs of smoke/fire was located inside the unit on the board and on the inside of the enclosure and front cover. The probable cause was unknow due to not being able to confirm were the smoke was coming from. Further visual inspection found the enclosure, reservoir cover, power cord, pcba, insulator, front cover, pump, and heater were all damaged. The device was deemed beyond economic repair (ber).

Event description:
It was reported that device gave a burning smell and was smoking. Reporter stated that the product would not power on and stated that a burnt component was observed on the board during set up. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.